Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noisy signals, low impedances within normal limits and oversensing on this right ventricular (rv) and right atrial (ra) lead. The patient will be check in the clinic to possible perform a x ray and isometrics. Technical services (ts) suspects a lead insulation issue. Additionally, the patient received inappropriate anti-tachycardia pacing (atp). This right ventricular (rv) lead was explanted and replaced. The physician suspected lead fracture and the lead will returned for analysis. No additional adverse patient effects were reported.